Event description:
(B)(4) study. Same case as:2134265-2012-05499, 2134265-2012-05500. Same patient as: 2134265-2011-05352. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. In (B)(6) 2010, the patient presented with non-st segment elevation myocardial infarction and was transferred to enrolling hospital for cardiac catheterization. Lesion 1 was located in the proximal right coronary artery (rca) extending into the mid rca. The chronic total occluded, long lesion was 100% stenosed, 3.0mm in diameter and 28mm long. The lesion was treated with predilation and placement of a 2.75x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the mid rca. The chronic total occluded lesion was 100% stenosed, 2.9mm in diameter and 46mm long. The lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 3 was located in the distal rca. The chronic total occluded lesion was 100% stenosed, 2.7mm in diameter and 28mm long. The lesion was treated with predilation and placement of a 2.5x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Per source documents, final angiography showed no dissection in the stented segment; however, intimal dissection in the ostial and proximal portion of the posterolateral was noted but not treated the patient was discharged 2 days later on aspirin and prasugrel. In (B)(6) 2011, the patient presented with complaints of dyspnea and chest pain. Echocardiogram revealed heart failure with an ejection fraction of less than 30%. Cardiac enzymes were elevated consistent with protocol definition of myocardial infraction. The patient was treated medically. Per (B)(6), the patient was taking aspirin and prasugrel at the time of the event. Last dose of study medication was in (B)(6) 2011. In (B)(6) 2011, a biventricular internal cardiac defibrillator was implanted with resolution of chest pain and dyspnea. The events of non st elevation myocardial infarction and ischemic cardiomyopathy were considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).